Event description:
It was reported that the patient experienced a foot drop that occurred 24 hours after refill on (B)(6) 2011. During that refill, the concentration was raised from 4000mcg/ml to 5000mcg/ml of compounded baclofen. On (B)(6) 2011, the patient was evaluated and sent for an MRI. The daily dose of baclofen that was approximately 1900 mcg was decreased by 100mcg/day. The thoracic MRI revealed the intrathecal catheter extending superiorly to the t6-7 level had a 2-mm tiny soft tissue prominence at the tip potentially representing a small granuloma but does not cause significant mass effect on the spinal cord. On (B)(6) 2011, healthcare provider (hcp) did a complete system evacuation and replaced the drug with 4000 mcg/ml concentration of compounded baclofen and followed up with the patient the next day. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk; catheter model 8590-1, lot# n223908, implanted: (B)(6) 2009, explanted: unk.